Event description:
It was reported that the patient expired. It was reported that the causes of death were cardiorespiratory arrest, acute myocardial infarction, hypothyroidism and sigmoid cancer status post surgery. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).